Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: 5076-58 lead, implanted: (B)(6) 2002; 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (rv) lead had fractured, and it exhibited high impedance, oversensing and a polarity switch. The rv lead oversensing resulting in the implantable pulse generator (ipg) under-pacing which lead to the patient experiencing syncope. The ra lead was explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured, and it exhibited high impedance, oversensing and a polarity switch. The rv lead oversensing resulting in the implantable pulse generator (ipg) under-pacing which lead to the patient experiencing syncope. The rv lead was explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.